Manufacturer narrative:
The following fields have been updated with additional/corrected information: b5, d1, d5, g6, h2, and h6. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from 28-apr-2021 to 28-apr-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the site had one patient that they could not locate and found that the patient had been discharged, and the site had created a new admit. A technical support specialist advised the nurse to place the station on critical override but none of the nurses having access to place the station under critical override. A technical support specialist advised the administrative development team to move the orders to a new visit ID to resolve the issue.

Event description:
It was reported by the customer that while using a bd pyxis¿ medstation¿ es system, a single patient was not showing up on the station to remove medication. The customer stated that there was a delay in patient care and there was no patient harm. There were no adverse events or injuries reported based on this event

Event description:
It was reported by the customer that a pyxis medstation es system single patient was not showing up on station to remove medication. The customer stated that there was a delay in patient care and there was no patient harm. A technical support specialist advised the nurse to place station on critical override but none of the nurse having access to place the station under critical override. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident it was determined that the site had one patient that they could not locate and found that the patient had been discharged and the site had created a new admit. A technical support specialist advised the administrative development team to move the orders to new visit ID to resolve. The system functioned as intended.